Event description:
I was sitting on walker in my garden, walker began to move backwards, I tried stopping walker by applying my brakes but walker got faster, then was thrown from walker onto the streets. I went to hospital, I had fractured my arm and shoulder region. In 2007, visiting nurses called to tell me that they needed to come to fix my wheels as a preventative measure because it was recall on walker. When the vna person came, he showed me by turning the walker upside down the left wheel was screwed in and the right wheel was he said "running loose" he took the walker with him because the walker was pretty messed up from my fall. On the following month, vna bought me a walker. On three days later, vna bought me another walker, they wanted the walker back that they bought me on three days before, I asked why they did not know, while the vna person was at my home, the new walker that they bought, I tried to get up off of the couch both handles came off of the new walker, the supplier called his boss to tell of the incident, he then was told to leave the first walker.